Event description:
The remb sag saw was sent for service because it was running on its own without activation. The event occurred during a routine maintenance visit; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion of the motor cartridge was noted.